Event description:
The patient alleged he had some issues with the keypad buttons. He did not specify the issue and animas could not reach the patient after follow up. There is no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.